Event description:
Patient with long segment (7 cm) of barrett's with dysplasia, he also had a zenker's diverticulum that has required dilation in past and severe gerd and erosive esophagitis resistant to standard ppi therapy. He had circumferential ablation once his esophagitis was healed. Ablation was carried out without incident and the device performed normally. After several months, the erosive esophagitis was noted to have recurred. After healing on ppi, the ulcerated area was narrowed and he was dilated to resolution. It is not clear whether the narrowing was caused primarily by gerd, by ablation, or both.